Event description:
The customer's wife reporter that the patient was hospitalized due to high blood glucose. The customer's blood glucose level was 600 mg/dl. The customer was treated with IV. The customer was admitted at (B)(6) hospital (B)(6) 2014. The patient was not in an accident. The customer was release after they brought him down they let him go. The customer cause of emergency room visit was due to a yeast infection. The troubleshooting was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.